Manufacturer narrative:
Investigation: two samples were received in the columbus plant for evaluation. One sample is in the sealed packaging flow wrap, the other one has it open. Both barrel labels confirm the lot#7184857. Both have the plunger rod-rubber stopper, the tip cap and the saline solution. Both have the barrel flange damaged therefore failure mode is verified. Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. The DHR showed that there were no issues for flange damaged documented during the production of this batch.

Event description:
It was reported that the flange on a bd posiflush¿ syringe was broken while still in the package. There was no report of injury or medical interventions.